Event description:
It was reported that the patient suddenly had drop in flows to 0.0 power from 4 -> 3.3. The patient was asymptomatic and hemodynamically stable. Computed tomographic angiography. There was chest concern for outflow thrombus. The patient was started on heparin gtt and dobutamine while the catheterization lab for right/left heart catheterization and potential lytics were pending. The patient was previously off anticoagulation due to severe episodes of bleeding in post-op phase. Log files were submitted for review and began capturing low flow events on 17jan2024 at 6:20:45. The low flow events continued occurring throughout the remainder of the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Post-op bleeding was captured under MFR # 2916596-2024-00511. Manufacturer¿s investigation conclusion: the report of suspected thrombus cannot be confirmed through this evaluation. Additionally, the reported low flow alarms were confirmed through review of the submitted log files; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. Review of the submitted log files revealed a sudden decrease in flow to as low as 0 liters per minute. Corresponding harmonic compensation faults and an increase in pump temperature were also captured during the sudden decrease in flow, as well as a decrease in pulsatility index. Before this decrease in flow, pump parameters were within normal limits, and the device appeared to be operating at the fixed speed. No other notable events were captured. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until they expired on (B)(6) 2024 (MFR # 2916596-2024-01270). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.